Event description:
The ICD involved in this MDR report was implanted on (B)(6) 2008. No problem was observed during the follow-up visit performed on the next day. All tests were successful, and no warning message appeared. Upon offline pt files review (loaded from the programmer hard disk), the physician reported that several warning messages were displayed: with pt file dated (B)(6) 2008: messages "open svc continuity" and "increased v sensitivity value." With pt file dated (B)(6) 2008: message "open continuity" on svc and v.

Manufacturer narrative:
January 13, 2010. This event concerns a device that was mfg and used outside the united states. Method: review of the electronic data and files received. (B)(4). Conclusion: an anomaly in the programmer software led to an erroneous calculation of the defibrillation coils continuity values upon off-line pt files review. This anomaly might cause the warning message "open continuity" to be displayed during off-line pt files review where as the continuity tests are actually within specifications. Continuity results displayed upon real time measurements are correct. This anomaly was identified and will be corrected in a future version of the programmer software.